Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer reported that the up button stopped working a couple of years ago. The customer reported that there were several motor error alarms on the insulin pump. The drive support cap was flush. The customer performed displacement test on the insulin pump and it passed. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.